Event description:
A talent stent graft device was implanted into a patient for the treatment of a type b thoracic aortic dissection that extended past the left subclavian down to iliac and femoral arteries. There was bulging of the dissection throughout the aortic arch. The access vessels were non-calcified and unremarkable. The great vessels were de-branched successfully prior to implant of the stent graft. After the first proximal talent graft was implanted, the patient's condition deteriorated as there was bleeding out of all of the anastomoses from the debranching. The aorta and great vessels were realized to have been "brittle." Wire access was lost and it was not possible to find the true lumen of the aorta. It was decided to explant the talent graft and a dacron graft was sewn in to try to reline the aorta (see MFR# 2953200-2010-00381). A second talent graft was successfully implanted and remained implanted; however, the patient kept bleeding out of the anastomoses, and control of bleeding was not achieved (see MFR # 2953200-2010-00382). The patient expired.

Manufacturer narrative:
(B) (4): evaluation results: death. Pre-operative type b thoracic dissection, brittle vessels. Pre-operative type b thoracic dissection. Bleeding from the anastamoses.